Event description:
Endo stapler 4.8 ref# 174025 lot # p2d0368 jammed during normal use and clear plastic tip broke off end of stapler. Stapler was removed from body and cartridge and tip of stapler were not attached. Cartridge was found inside abdomen with laparoscope. After extensive search inside and outside of patient, clear plastic tip was found on the floor beside operation room table. A 2nd stapler was opened to continue with surgery (4.0 ref # 174027 lot # p2c0086), this stapler also malfunctioned and handle broke during firing. Reference report: mw5154703.